Manufacturer narrative:
Investigation summary: no sample or photo was received for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported that there was leakage at the luer connection of the bd luer-lok¿ syringe with detachable needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage at the luer connection of the bd luer-lok¿ syringe with detachable needle. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that there was leakage at the luer connection of the bd luer-lok¿ syringe with detachable needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device single use?: no. Device returned to manufacturer: no.